Event description:
It was reported that during a right thoracotomy wedge resection on one of the firings, the device would not fire. On three other firings the device locked out after the first firing stroke. On two of the firings the device locked out after the second stroke. On the last firings the device would not open when fired on lung tissue and the case was converted to an open procedure. The surgeon stated that the firing handle seemed loose during the case. The surgeon stated that the tissue did not seem to be very thick tissue. An 45 device was used to complete that portion of the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device performed without any difficulties noted.